Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was a temperature issue with the pump. The reporter stated that there was no physical damage to the pump. The reporter noted that there was unspecified harm to the patient, but stated that no medical intervention was required for it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 01/23/2014 with the following findings: the complaint was unable to be duplicated with investigation. Review of the pump¿s black box found an occurrence of an abnormal voltage fluctuation. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electric power draws were found to be within specification.

Manufacturer narrative:
The pump has been returned to animas but the evaluation has not been performed. When the evaluation is completed a supplemental report will be filed. No conclusions can be made at this time.